Event description:
Rupture was confirmed to not have occurred, event is no longer reportable.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. This relates to the right side. Device status is unknown.